Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent was deployed at 14 atmospheres (atm). Post-dilatation was performed and timi iii flow was achieved with no residual stenosis. The stent was confirmed to be fully apposed to the vessel wall. The patient was shifted to ccu for observation; however, the patient suddenly experienced severe chest pain the same day and died in ccu. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of angina and death, as listed in the xience v everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.